Event description:
A trilogy 200 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a failure of the device to power on was observed. The device's interface pca was replaced to address the issue. The inlet air path assembly and removable air path foam were replaced per remediation.